Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy by the implantable cardioverter defibrillator (ICD) device for misclassified detection. It was also reported that the right ventricular (rv) lead was observed with suspected loss of capture and high threshold. The device was explanted and replaced, and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.